Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, post paced t wave oversensing and non sustained lead noise were observed. No programming changes were made. Lead remains implanted.